Manufacturer narrative:
Device failure occurred but did not cause or contribute to serious injury or death. X-rays for the pt were reviewed. No anomalies or discontinuities identified during review of x-rays.

Event description:
Reporter indicated that the system diagnostics performed on the pt's device yielded high lead impedance indicating a possible lead break. Device tracking info received indicated that the pt underwent vns therapy system replacement due to a lead discontinuity. The majority of the lead was returned for analysis, in two pieces, excluding the helices. Visual and electrical analysis of the first returned portion of the lead identified a break in the positive and negative quadfliar coil near the electrode bifurcation point. Evidence of metal dissolution and pitting prevented identification of the coil fracture type. Visual and electrical analysis of the other lead portion did not identify any discontinuities. No serious injury was reported.